Event description:
It was reported during a device checkup, externalized conductors were observed. Lead was explanted and replaced. The patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer and voluntary medwatch form.